Event description:
An aus device was implanted, date not indicated. On 5/8/80, the pump and balloojn were revised. On 11/29/96, the pump and balloon were removed from the pt due to fluid loss -hole in tubing near connector.